Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the trigl (triglyceride) assay on a cobas 8000 c 702 module. The initial questionable result was reported outside of the laboratory. A second sample from the same patient was tested in a different laboratory resulting in values "in the 30 ties". No specific value was provided. The initial sample was retested on (B)(6) 2023 on different c 702 analyzers using different dilutions and assay modes. The sample was re-thawed and further investigation was performed at the customer site on (B)(6) 2023. Refer to the attachment for all relevant patient data. The trigl reagent lot was 653805 with an expiration date of (B)(6) 2023.

Manufacturer narrative:
The calibration data do not show an issue. Upon review of the alarm trace, several sample clot alarms were observed. These alarms are indicators for sample quality issues. The investigation did not identify a product problem. The issue is consistent with a pre-analytical handling issue.